Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure the lens displaced and there was a refractive error. The lens was exchanged in a second procedure. Additional information was received from the materials manager that the patient experienced poor vision following the initial intraocular lens (iol) implant procedure.

Manufacturer narrative:
Product evaluation: the product was returned in the replacement lens case. Solution is dried on the lens. Bent haptics and optic damage was observed. The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for the lens/cartridge/handpiece combination used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the optic damage. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was provided by a nurse that the event was resolved with treatment and that in the surgeon's opinion, it is unknown if the iol caused or contributed to the event.